Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a bone biopsy, approximately 1-2mm of the tip of the needle allegedly broke off during advancement and remained inside the patient. It was further reported that the procedure was completed with another device and no treatment was performed. There was no reported patient injury.

Event description:
It was reported that during a bone biopsy, approximately 1-2mm of the tip of the needle allegedly broke off during advancement and remained inside the patient. It was further reported that the procedure was completed with another device and no treatment was performed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No manufacturing anomalies or changes which may have caused or contributed to the reported event have been identified. Investigation summary: the needle was found to be broken at the proximal end of the thread. As reported by the customer, the tip of the needle remained in the patient. The needle was found to be bent and the obturator was found stuck inside the needle. Based on the deformation of the needle, it is concluded that increased force was applied to the needle, which may be associated with the damage to the tip. Based on the evaluation of the sample, no manufacturing related issued could be identified. Potential product and non product related factors that could have led to the reported event have been considered. Previous investigation results of similar complaints have been reviewed to determine the root cause. This type of event may be associated with improper handling during advancement of the biopsy cannula into the bone as well as during removal of the cannula. E.g. The handgrip must be used after the bevel of the cannula is fully inserted into the bone. Otherwise the bevel may be damaged during use of the handgrip. A potential manufacturing related cause has been considered. However, based on sample evaluation, an indication for a material or manufacturing related issue could not be identified. The device history records of this lot number have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Based on the information available and the evaluation of the sample returned a definite root cause for the reported event could not be determined. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.